Event description:
It was reported that the patient experienced multiple episodes of infusion set bent cannula, which resulted in hyperglycemia on (b)(6) 2026. The patient presented to the emergency room on (b)(6) 2026 with a reported blood glucose level of 230 mg/dL. As corrective treatment, the patient received intravenous saline fluids and insulin.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380